Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the ventricular perforation may have been caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 23mm sapien 3 valve in the aortic position, during balloon aortic valvuloplasty (bav), tamponade was observed. Echocardiographic imaging confirmed a perforation of the left ventricle. The patient was sent to the operating room for surgical repair without implanting the sapien 3 valve. At the time of the report the patient was stable. As per medical opinion, left ventricle rupture may have been caused by the amplatz superstiff wire.